Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that there was high impedance. The device went to elective replacement indicator (eri) due to high battery impedance on (B)(6) 2011. (B)(4) version 8 installed approx 14 jun 2011.

Event description:
The device was replaced due to recommended replacement time (rrt) and performance data collected was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Calculations based on implant parameters indicate that the device met 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
The device was replaced due to recommended replacement time (rrt) and performance data collected was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.